Event description:
The hcp reported that, at refill, the estimated reservoir volume was 2.1ml and the actual was 20ml. The patient was not complaining of return of symptoms, however, "nurse states the patient is on 'a lot' of oral medications as well." The pump was reported to not be alarming. The patient does have a history of the pump flipping over and back a number of times. A follow up report will be sent when additional information received.